Event description:
It was reported that sepsis occurred. The bi-ventricular implantable cardioverter defibrillator (ICD) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead; 5554-45 lead, implanted: (B)(6) 2001. (B)(4).